Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle failure of safety shield. This occurred two times. The following information was provided by the initial reporter. The customer stated: safety shield didn't activate and broke this second situation there was no accident. There was no procedure, the issue was found at the moment the professional was taking the needle to open it and prepare the sample collection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 368608, lot/batch #: 1292858. Bd had not received samples, but 4 photos and 2 videos were provided for investigation. The photos and videos were reviewed and the indicated failure mode for defective locking mechanism was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle failure of safety shield. This occurred two times. The following information was provided by the initial reporter. The customer stated: safety shield didn't activate and broke. This second situation there was no accident. There was no procedure, the issue was found at the moment the professional was taking the needle to open it and prepare the sample collection.